Manufacturer narrative:
One fogarty catheter was returned for evaluation. The reported event of leakage was confirmed. Balloon latex appeared to have deteriorated and leakage was observed through the cracks on the balloon. Proximal balloon windings was removed to match balloon edges. Balloon edges did not appear to match. Per eas 556 rev.bq, latex deterioration is "a condition usually caused by age, excessive exposure to light, atmosphere, or ozone. Appears on the balloon surface as a maze of fine cracks or crazing. The condition may occur in a small area or cover the entire balloon." Both balloon windings were intact. No other visible damage was observed from catheter body. A device history record review was completed and documented that device met all specifications upon distribution. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that the balloon of the 120804fp kept leaking. It is unknown if the breakage was before use or during use. In total there were 9 catheters used for the same patient out of which 2 are available for return. The patient had an iliac stent in. There was no patient injury reported. Patient demographics were requested but are not available.